Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt . The cause for the failure was isolated to a shorted u1005 component on the ca board.   The root cause for the shorted u1005 component could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).